Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: linear opening, curved opening, fold creases, wear abrasion. A leak test was perform and two openings were found. A microscopic analysis identified a linear smooth opening on posterior side, in the same location of a crease, assessed as fold flaw opening and a curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Visual analysis also noted a foreign non-silicone fibrous material. This is out of specification and it is assessed as a workmanship issue. Device analysis has concluded and further investigation has been initiated. A supplemental mw will be submitted to provide the results of that investigation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A further investigation was requested due to a workmanship issue found during the device evaluation. The review of the documentation associated to the manufacturing process indicates that all devices from this work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis a non-silicone fibrous material was observed in the bond area. However, this observation is not related to the reported event. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with fiber in bond will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.